Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient was getting inaccurate readings. The first instance that her bg was checked and was over 600mgdl while dexcom egv was "around 400mgdl." Prior to having this issue, the patient was already experiencing symptoms, she said that she was nauseous, dizzy, sweaty and was having cramps. She went to the emergency department (ed). She said that she was given IV fluids and medication for cramps. She did not provide any cgm or bg readings while admitted to the hospital. The patient stayed in the hospital for 4 days and was discharged on (B)(6) 2025. She confirmed that she was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator the data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.